Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in (B)(6) 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient underwent revision surgery due to pain and elevated metal ion level in the blood.